Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple pockets in drawers 2.1 and 2.2 were failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were failed. A field service engineer (fse) opened diagnostics to test the drawer, but the drawer appeared greyed out. So, the fse proceeded to shut down the station and opened the back panel. After accessing the rear of drawer 2, the fse disconnected and reseated the row board cable connected to the controller boards on drawer 2.1 and 2.2. Once the connections were secured, the fse reassembled the back of the drawer, closed the panel, and powered on the station. The drawer was successfully recovered and passed the diagnostic test. The system functioned as intended after the field service engineer repaired the device.